Manufacturer narrative:
Continued h.6. Health effect- clinical code: e2402, e0829, f0101. Continued h.6. Health effect - impact codes: f2303. Clarification to d.6a.: xen implantations were performed between (B)(6) 2016 and (B)(6) 2019. Article citation: nobl, m., freissinger, s., rudolph, k., vounotrypidis, e., kassumeh, s., priglinger, s., & mackert, m. J. "Long-term outcomes of preserflo microshunt versus xen45 gel stent in open-angle glaucoma" [published online ahead of print, 2023 sep 6]. Klin monbl augenheilkd. 2023;10.1055/a-2152-8455. Doi:10.1055/a-2152-8455. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "mean number of iop-lowering drugs was 1.1 at poy2; 16 eyes with hypotony; 6 eyes with choroidal detachment; 1 eye with flat anterior chamber; 1 eye with macular folds; 9 eyes with hyphema; 3 eyes with corneal dellen due to a limbal prominent bleb; 2 eyes with corneal erosion; 1 eye with corneal edema; 24 eyes required surgical interventions; 1 eye had a broken xen migrate through the conjunctiva; 1 eye had a xen break during revision surgery; 15 eyes received 5-fu injections; 15 eyes received needling procedures" were noted in the article: "long-term outcomes of preserflo microshunt versus xen45 gel stent in open-angle glaucoma." Klin monbl augenheilkd. Epub ahead of print; 2023.